Event description:
The customer obtained discordant falsely depressed creatinine_2 (crea_2) patient results on the atellica ch 930 analyzer. The customer informed siemens that discordant results were reported and questioned by the physician(s). The customer used the same samples and an alternate analyzer to perform repeat testing. The customer reviewed the results and stated that repeat results were higher and considered to be correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) regarding discordant patient results. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and observed droplets from the reaction washer probe 3 falling into reaction cuvettes during the atellica ch 930 daily maintenance procedure. Siemens investigated the complaint and performed the mandatory update (mu) 'cl030/21/s - atellica ch 930 analyzer - smc manifold valves' as part of the troubleshooting process. After post-services and valve replacement, the cse noted no further droplets from the wash probe and resolved the issue. The analyzer is performing as specified. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers, and an urgent field safety notice (ufsn) asi21-02.a.ous sent to outside the us (ous) customers in may of 2021. The umdc and ufsn describe a manufacturing defect that may result in the valve wearing and leaking over time. Siemens requests customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior.